Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported bleeding and a hematoma after day 1 of sensor insertion of the adc freestyle libre. She further reported that the hematoma continued to be present from (B)(6) through (B)(6) 2018. She was hospitalized and treated by a health professional who prescribed/ recommended hemoclar 2 cream to treat her hematoma. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned applicator and no damage was observed. There is no evidence of deficiency when the sharp was inspected under a microscope. Visual inspection has been performed on the sensor pack and no damage was observed. The sensor patch was not returned. Since no sensor has been returned, extended investigation has been performed for the reported complaints and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported bleeding and a hematoma after day 1 of sensor insertion of the adc freestyle libre. She further reported that the hematoma continued to be present from (B)(6) 2018 through (B)(6) 2018. She was hospitalized and treated by a health professional who prescribed/ recommended hemoclar 2 cream to treat her hematoma. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor pack and applicator have been returned and investigated. Visual inspection has been performed on the returned applicator and no damage was observed. There is no evidence of deficiency when the sharp was inspected under a microscope. Performed visual inspection on sensor pack and no damage was observed. The sensor patch was not returned, extended investigation will be performed and a final report will be submitted once additional information is received.

Event description:
The customer reported bleeding and a hematoma after day 1 of sensor insertion of the adc freestyle libre. She further reported that the hematoma continued to be present from (B)(6) through (B)(6) 2018. She was hospitalized and treated by a health professional who prescribed/ recommended hemoclar 2 cream to treat her hematoma. There was no report of death or permanent injury associated with this event.